Event description:
The customer reported to olympus that none of the buttons work on the front panel of the evis exera iii xenon light source. The issue was found during a procedure and the intended procedure was completed with the same device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿none of the buttons work on the front panel¿ was confirmed. The device evaluation found the ribbon cable connection between the front panel and the main printed circuit board had a loose connection. Additionally, there was corrosion inside of the scope socket tubing, a non-olympus lamp, the non-olympus lamp life meter was at 100+ hours. The light intensity output measured within range and the device was missing three lamp washers. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the ribbon cable connection between the front panel and the main printed circuit board having a loose connection could not be identified. Olympus will continue to monitor field performance for this device.